Event description:
A gore viabahn endoprosthesis was used for the treatment of a right sfa stenotic lesion. A left femoral access was gained and an 8fr sheath was inserted over a 0.035" guidewire. The vessel was not predilated prior to the advancement of the device. The device was unable to cross the targeted lesion. The physician attempted to remove the device from the sheath, but was unsuccessful. In an attempt to remove the sheath and device in tandem, the physician inadvertently removed the sheath without the device. A snare was inserted via a right femoral access and the device's proximal hub assembly was cut off. The device with the remaining delivery catheter was snared and removed. Although deployment was not initiated, the proximal end of the device had reporteldy flowered open. Two additional devices were deployed to successfully treat the stenotic lesion. The patient was fine post procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device, delivery catheter and sheath were returned and inspected. Our engineer's investigation included a gross analysis of the returned device. Their investigation confirmed that device deployment was not attempted. The device was not expanded (opened) and the device remained fully constrained on the catheter. The reported "flowered open" portion on the device was likely due to attempted removal through the sheath. Conclusions - during the procedure, the vessel was not pre-dilated prior to the attempt to advance the device across the stenotic lesion. A percutaneous transluminal angioplasty (pta) is recommended when treating stenotic lesions. In addition, attempting to remove the device from the introducer sheath is not recommended. These practices are addressed in the product's IFU and may have contributed to the event.